Event description:
A user facility nurse reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. The reported issue occurred approximately 4 hours and 5 minutes after treatment initiation. The fibers within the dialyzer ruptured and leaked into the dialysate. The fresenius 5008 machine alarmed with an error indicating "massive blood drain." The blood leak was not tested. No damage or defects were noted to the dialyzer. Treatment was discontinued approximately 5 minutes prior to treatment completion. The patient's blood was reinfused. The patient's estimated blood loss (ebl) is approximately 50 ml. The patient did not experience a serious injury nor require medical intervention. The sample was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the sample was returned to the manufacturer for physical evaluation. The reported issue was confirmed through visual examination and tightness testing of the returned complaint device. An internal leak was noted from the membrane/fiber area of the of the sample. A batch records review was performed. No indication for any relationship with the reported failure mode was identified. (B)(4) products were inspected from this lot by protocol and found to be conforming to specifications.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. The reported issue occurred approximately 4 hours and 5 minutes after treatment initiation. The fibers within the dialyzer ruptured and leaked into the dialysate. The fresenius 5008 machine alarmed with an error indicating "massive blood drain." The blood leak was not tested. No damage or defects were noted to the dialyzer. Treatment was discontinued approximately 5 minutes prior to treatment completion. The patient's blood was reinfused. The patient's estimated blood loss (ebl) is approximately 50 ml. The patient did not experience a serious injury nor require medical intervention. The sample was reported to be available to be returned to the manufacturer for physical evaluation.